Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Patient had smith & nephew hip that dislocated. Surgeon revised left cup to titanium revision cup with mdm liner. Post op xray indicated the liner wasn't seated so patient was brought back into operating room to revise liner.